Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The 314.463 lot number 7296990 cannulated cruciform screwdriver was returned and reported to have broken intraoperatively. This complaint condition was likely caused by over four years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 314.463 cannulated cruciform screwdriver is an instrument routinely used in the 3.0mm cannulated screws system (technique guide). This condition is confirmed; three of the four spokes of the cruciform tip have broken off and were not returned. The device was manufactured in 3/2013 and is over four years old. The balance of the returned device is in otherwise fair condition with some superficial wear. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. All measurements have been performed by calipers. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part #314.463, synthes lot #7296990. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Manufactured by synthes (B)(4) instruments release to warehouse date: 20-mar-2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of the cannulated cruciform screwdriver broke. Patient underwent a navuclar-talus fusion on (B)(6) 2017 using 3.0mm cannulated screw set. Upon final tightening of a screw, the tip of the screwdriver broke off rendering it unable to work. Fragments were easily removed. Standard x-rays taken confirmed that all of the pieces were recovered. X-rays are not available for review. Another driver from another set was used to complete the case without time added or harm to the patient. The screws were removed later in exchange for larger ones due to surgeon preference. This change has no relation to the incident. Procedure was successfully completed without requiring medical intervention. Patient status/outcome is unknown. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) cannulated cruciform screwdriver. This is report 1 of 1 for com-(B)(4).